Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. No intervention was performed. Patient condition was stable.

Event description:
New information received noted that the lead was capped on (B)(6) 2024 and replaced with new lead. Patient was stable before during and after procedure.